Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records found no related manufacturing deviations or related anomalies. A search of the complaint database found no prior reports for the head part and lot number (3074063) combination; one prior report for the rest of the reported part and lot number combinations. However, review of the as400 system show that at least 12 other devices from the other three reported lots have been delivered and/or invoiced and can be reasonably concluded implanted. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Litigation papers allege:bilateral patient was implanted with a depuy asr hip implant on his left side on or about (B)(6), 2006, and on his right side on or about (B)(6), 2010. Patient suffered from from severe pain and discomfort in both hips and his lower back. There is no mention of revision surgery.

Manufacturer narrative:
The devices associated with this report were not returned. A previous review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated.depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
New etq created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint- litigation papers allege: bilateral patient was implanted with a depuy hip implant on his left side on or about (B)(6) 2006, and on his right side on or about (B)(6) 2010. Patient suffered from severe pain and discomfort in both hips and his lower back. There is no mention of revision surgery. Update: 11/15/2012 medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review. Doi: (B)(6) 2006 - dor: unk (left side). (B)(4) was a bilateral patient. The left hip has now been transferred to (B)(4), while the right hip has been transferred to (B)(4). No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: 11/15/2012 medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.